Event description:
It was reported through clinic notes received on (B)(6) 2012, that the patient had been experiencing an increase in seizures since (B)(6) 2012. The patient's medications and vns settings were increased, and the patient was referred for revision surgery. It was indicated that the generator may be nearing end of service. The surgeon also reported a wide scar which would be excised during replacement. Revision occurred on (B)(6) 2012. The explanted generator has not been returned to the manufacturer to date. No additional information has been made available at this time.

Event description:
Additional information was received on (B)(4) 2012, indicating that the increased seizures have resolved since replacement. However no information about the relationship of the seizure increase to baseline or type of seizures that had increased was provided. The neurologist believes that the increase is related to battery depletion however it is understood that the battery is not depleted (eri=no). There was no programming history provided. As for the scar, the discussion about excising the scar is just how the physician indicates that they will enter the previous incision site. Per the site, they do not wish to have more than one scar or create a larger scar so at each replacement; they enter through the old incision and remove the old scar so that the incision site and scar do not increase in size. There is no serious injury or other issues; they just want to minimize the appearance of the scars. No additional information was provided.

Event description:
An implant card was received on (B)(6) 2012 and it was indicated that the impedance on the date of surgery was ok, however no specifics were provided. Additionally follow up was performed and it was indicated that the generator was discarded following surgery. Attempts for additional information have been unsuccessful to date.